Event description:
It was noted on (B)(6) 2023 that the catheter (expiration date: may 31, 2022) was inadvertently used during the atrial fibrillation procedure on (B)(6) 2023. The procedure was completed without replacing the catheter and there were no adverse consequences to the patient. As of (B)(6) the patient has not suffered any health damage.

Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6. The results of the investigation confirmed that viewflex xtra ice catheter batch number 8003979 expired on 31may2022 which was prior to the reported event date of 01feb2023. A review of distribution records confirmed that this product was distributed prior to its expiration date. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, including verification of the expiration date listed on the product label. Based on the information received, the cause of the reported incident and use of an expired product is consistent with user error.